Event description:
Technician found bed with bed exit alarm functions.

Manufacturer narrative:
Technician changed scale board and recalibrated scale, did function check. Bed ok pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.